Event description:
It was reported that a flogard infusion pump presented an air alarm. It was not specified when in the process this occurred. There was no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was serviced on-site by a field service technician. A review of the alarm log identified an occurrence of an air in line alarm, confirming the reported condition. The cause of the air in line alarm was determined to be an out of calibration air sensor. To correct the condition, the air sensor was recalibrated. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.